Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon fired the device but no staples came out. There was slight bleeding. As endo gia was used to close the tissue and a dst anastomosis was done to complete the case. There was no patient harm. Operating time extended: less than 30 minute. Additional tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. There was oozing and bleeding.

Manufacturer narrative:
(B)(4).